Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege pain in the hip and leg making it difficult to walk or perform physical activity. It is further alleged the pain interferes the patient's daily life, limits his mobility and the patient will likely have to undergo a revision surgery. Update: (B)(4) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 5/17/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, difficulty walking and performing physical activities, soreness and patient forced to quit hunting related to the pain. Sticker sheet provided did not have the femoral head sticker. Primary surgical report stated a 58mm acetabular cup was placed with a 40mm inner diameter metal on metal liner and a 48mm +5 femoral head and neck. There is no report of revision at time of review. There is no new additional information that would affect the existing investigation. The complaint was updated on: jun 9, 2016.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for the 2928649 lot code did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the 136506000 product as the lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf, sticker sheets, and implant records received. There are no new allegations and revision reported. Added lot number of head. Updated patient's initials and lawyer. Doi: (B)(6) 2009; dor: none reported (right hip).

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.